Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was not returned for additional evaluation and the cause of infection could not be determined.

Event description:
It was reported that the patient presented in the hospital experiencing fever and fatigue. Upon review, it was noted that the patient had an infection. Echocardiogram was performed and revealed vegetation on the right atrial (ra) lead. The ra lead was explanted and replaced. There was no allegation from the physician that the infection was abbott device or procedure related. The patient was recovering.